Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1061875. Medical device expiration date: 03/02/2021. Device manufacture date: 02/29/2024. Medical device lot #: 1035261. Medical device expiration date: 02/04/2021. Device manufacture date: 01/31/2024. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported multiple bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) displayed damage around the hub. The following information was provided by the initial reporter: "over the last two weeks we have submitted product failures of the same product for at least two other lot #¿s. All citing issues similar issues like fray/cracking or holes at the hub and leaking as a result."

Event description:
It was reported multiple bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) displayed damage around the hub. The following information was provided by the initial reporter: "over the last two weeks we have submitted product failures of the same product for at least two other lot #¿s. All citing issues similar issues like fray/cracking or holes at the hub and leaking as a result."

Manufacturer narrative:
H.6. Investigation: bd received two thousand fifty-five unopened 22 gauge insyte autoguard blood control units from lot 1061875 and one hundred eighty-four unopened units from lot 1035261 for evaluation. A review of the device history records was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and one hundred twenty-five units were randomly selected from each lot for inspection. Upon further inspection, no physical/mechanical damage could be found for any of the units. Next, a water/air leak test was performed on each unit and no leakage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.